Event description:
It was reported that an attempt was made to advance the 2.75 x 38 mm xience xpedition stent delivery system through a co-pilot; however, resistance was met and force was applied. The shaft of the xience xpedition separated. The device did not enter the patient anatomy and there was no clinically significant delay. A second same xience xpedition was then used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The difficult to position/resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.